Manufacturer narrative:
The technician found the hi/low brake block assembly was grinding due to a worn thrust bearing and the drive was contaminated with foreign lubricants. The technician replaced the bearing and properly lubricated the hi/low drive brake block assembly to repair the bed.

Event description:
Information received indicates the bed is drifting down.